Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that patient was traveling through (B)(6) on a trip. Patient received multiple hv therapies from the device and presented to emergency room. The patient had a chest x-ray, and the rv lead was dislodged. High capture threshold, no capture, noise and oversensing were also reported. The hv therapy was turned off and the patient was taken to surgery. During the procedure, it was discovered that the rv lead had pulled back into the atrium and was picking up afib signal. The device shocked the patient. An attempt to reposition the lead was unsuccessful due to helix being stuck. The lead was explanted and a new lead was implanted. The hv shock performed as a cardioversion and broke the afib. The patient was asymptomatic during the procedure and was stable in the recovery room after the procedure.